Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were in hospitalized due to hyperglycemia as well as bowel obstruction on (B)(6) 2019. The customer blood glucose level was 397 mg/dl at the time of hospitalized and the current blood glucose level was 303 mg/dl. The customer stated that the symptoms related to high blood glucose such as pain. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin injection. The insulin pump will not be returned for analysis.